Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2025, the patient underwent a tka for knee oa. When the nurse opened the package of the cement and put into the mixing bowl (product code: 54013800), there were red impurities. A new cement and mixing bowl were opened, and the surgeon checked that there were no impurities in the product before using them. The surgery was completed successfully within 30 minutes delay. The red impurities were also in the sterilized package of the cement. It is unknown whether the red impurities were on the cement or the package. The surgeon demands substance analysis of impurities. No further information is available. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (photo_(B)(4)_(B)(6)). The photo investigation revealed signs of a red foreign matter in the endurance bone cement 40g mix. This product issue has been addressed through the j&j medtech orthopedic quality management system. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the endurance bone cement 40g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: this product issue has been addressed through the j&j medtech orthopedic quality management system under nr-0242053. Device history review: this product issue has been addressed through the j&j medtech orthopedic quality management system under nr-0242053. H11 additional narrative: added: d4 (expiry date), h4. Corrected: d3, d4 (primary UDI number), e1 (facility name), g1 (manufacturing site name).

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a tka for knee oa. When the nurse opened the package of the cement and put into the mixing bowl (product code: 54013800), there were red impurities. A new cement and mixing bowl were opened, and the surgeon checked that there were no impurities in the product before using them. The surgery was completed successfully within 30 minutes delay. The red impurities were also in the sterilized package of the cement. It is unknown whether the red impurities were on the cement or the package. The surgeon demands substance analysis of impurities. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported that on january 20, 2025, the patient underwent a tka for knee oa. When the nurse opened the package of the cement and put into the mixing bowl (product code: 54013800), there were red impurities. A new cement and mixing bowl were opened, and the surgeon checked that there were no impurities in the product before using them. The surgery was completed successfully within 30 minutes delay. The red impurities were also in the sterilized package of the cement. It is unknown whether the red impurities were on the cement or the package. The surgeon demands substance analysis of impurities. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. A sem, ft-ir and edx analysis was performed to address the issue reported. Evidence provided confirmed the reported event, as signs of foreign matters were identified in the endurance bone cement 40g mix. Additionally, the following conditions were identified in the returned physical evidence: 1) outer box/packaging was found open; 2) cement was returned in their contents; and 3) two petri dishes were returned for evaluation. This product issue has been addressed through the j&j medtech orthopedic quality management system. However, a low-risk contaminant analysis was completed and highlighted no cause for concern. Trace contaminants were found but the assignable cause was left as undetermined. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the endurance bone cement 40g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: this product issue has been addressed through the j&j medtech orthopedic quality management system under (B)(6). Device history review: this product issue has been addressed through the j&j medtech orthopedic quality management system under (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2025 , the patient underwent a tka for knee oa. When the nurse opened the package of the cement and put into the mixing bowl (product code: 54013800), there were red impurities. A new cement and mixing bowl were opened, and the surgeon checked that there were no impurities in the product before using them. The surgery was completed successfully within 30 minutes delay. The red impurities were also in the sterilized package of the cement. It is unknown whether the red impurities were on the cement or the package. The surgeon demands substance analysis of impurities. No further information is available. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. (B)(4). The photo investigation revealed signs of a red foreign matter in the endurance bone cement 40g mix. This product issue has been addressed through the j&j medtech orthopedic quality management system. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the endurance bone cement 40g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : this product issue has been addressed through the j&j medtech orthopedic quality management system under nr-0242053. Device history review : this product issue has been addressed through the j&j medtech orthopedic quality management system under nr-0242053. Added: b5.

Event description:
Additional information was received: was there any adverse consequences that affected the patient because of the reported event?: no.